Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system's flexvision pc was not booting up. Upon troubleshooting, the fse found that the flexvision pc had intermittent boot up issue. The cause of the flexvision pc failure was not conclusively determined by the supplier's part analysis. However, to resolve the issue, the fse replaced flexvision pc, performed all configuration settings as well as software update verification. System functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.